Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
According to the surgeon, he revised the total hip due to "polyethylene wear". He performed a liner and head exchange. The implants were originally implanted in 2001.